Manufacturer narrative:
Additional catalog #s: 72402104, 72402287. (B)(4). The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than is usual.

Event description:
A (B)(6) male with neurologic disorder was implanted with an acticon device on (B)(6) 2002. On (B)(6) 2008, the entire device was removed and replaced due to fluid loss from balloon. A request for the device was sent and the device was not returned for analysis. No further information has been provided.